Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, device separation occurred. While removing the balloon protector, the 4.00mm x 1.5cm x 140cm flextome balloon catheter separated about 23cm from the tip. This occurred during preparation, outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned in two sections as a result of a break in the shaft 24.8cm from the catheter tip. Stretching was evident at the point of the break. A microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. No kinks or further damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, device separation occurred. While removing the balloon protector, the 4.00 mm x 1.5 cm x 140 cm flextome balloon catheter separated about 23 cm from the tip. This occurred during preparation, outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.